Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that there was a low air leakage alarm during a self-test of the ventilator. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per a good faith effort (gfe) response received, the device failed the air leakage test, and no repairs were completed by the asp engineer as the customer declined service and repair. The hospital found a third-party vendor to replace the flow sensor assembly instead. Once the flow sensor assembly was replaced, the device was placed back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.